Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received needle-suture piece of product code (B)(4), lot mcq649. During the visual inspection of a needle-suture piece, the swage and attachment area were noted to be as expected; however, the tip and body of the needle were examined under magnification and broken tip was observed. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage on the fracture obscured much of the evidence. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle became blunt after stitching 2 times through the skin. No patient consequence was reported. During the evaluation, the tip and body of the needle were examined under magnification and broken tip was observed. A fracture was observed at the tip of the needle.